Event description:
The customer contact reported the pt received more medication than intended. At 1400, line a of the device was programmed to deliver synodal 90 mg/250 ml, at a rate of 10 ml/hr, with a vtbi (volume to be infused) of 25 0ml, for a duration of 24 hours, and the delivery was started. At 1900, it was reported the nurse noted the device was delivering as programmed. At 2100, it was reported, during shift changed, the nurse noted that the device was programmed correctly; however, there was only 50 ml left in the medication container. At that time, the delivery was stopped. The device was removed from clinical service. Although there was potential for serious injury, there were no reported adverse pt effects. No medical interventions were required. It was reported that the synodal therapy was not resumed and the pt was started on an unspecified concentration of paracetamol by mouth. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.